Event description:
It was reported via repair work order that the foot end of the bed would not lower. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.